Manufacturer narrative:
Updated h6 type of investigation from 4114 to 4115.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that more than half of the case has had an excess of air in the tubing. No patient injury was reported.